Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded episodes with what appears to be far field r wave over sensing. Programming options were recommended. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded episodes with what appears to be far field r wave over sensing. Programming options were recommended. Additional information was received mentioning that the crt-p was reprogrammed but far field over sensing was still present, therefore additional programming options were discussed. The crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.